Manufacturer narrative:
Based on the limited data provided, a cause for the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys amh plus results for 1 patient tested on a cobas e 411 immunoassay analyzer and a cobas 8000 e 602 module. This medwatch will cover the questionable results on the e602. Refer to medwatch with patient identifier (B)(6) for information on the questionable results on the e 411. On (B)(6) 2019 the amh result in a different laboratory on the e 602 was 27.7 pmol/l. On (B)(6) 2019 the amh result on the e 411 was 10.11 pmol/l. It was not known which result was believed to be correct. There was no allegation of an adverse event. No results were reported outside of the laboratory. The amh reagent lot number on the e 411 was 369817. The expiration date was not provided. The amh reagent lot number and expiration date used on the e 602 was not provided.